Event description:
The lay user/patient contacted lifescan alleging the meter is missing results. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.

Manufacturer narrative:
The 510(k) # is k082590. Lifescan (lfs)has received the meter involved with this complaint and completed device evaluation on 07/13/2011. Investigation revealed contaimination on the pcb and a dead/low battery. This complaint is bieng reported due to the failed testing.